Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, the delivery shaft of the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned to manufacturer date updated from 08/24/2018 to 09/04/2018.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, the delivery shaft of the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for evaluation. The outer shaft, inner shaft balloon and tip were visually and microscopically examined. Visual examination noted the hypotube was broken 64.7cm from the hub. The balloon is tightly folded and there are multiple kinks along the hypotube. Microscopic examination did not reveal any damage. Inspection of the remainder of the device presented no other damage or irregularities.